Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that mobile power unit (mpu) was not working. The patient changed the 3 aa batteries in the back, plugged it into different outlets around the house, and the green light did not come on, nor did any other lights. There were no alarms from the unit, either. When connected to a system controller, it still read that he needed to connect power.

Manufacturer narrative:
Section h3, h4, h7, h9: additional information. Section h8: correction. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not working was confirmed via evaluation of the returned mpu (serial number: (B)(6)). The returned mpu was evaluated by service depot under work order (B)(4) and the reported event was reproduced. The mpu power supply printed circuit board (pcb) was replaced and the issue resolved, isolating the issue to the power supply pcb. After replacing the power supply pcb, the mpu was allowed to run for several days with no issues observed. A full functional checkout was then performed and the unit passed all tests. The mpu power supply pcb was further evaluated by product performance engineering (ppe). Evaluation of the returned power supply pcb revealed a damaged component, which prevented the mpu from powering on. The reported event was determined to be caused by a damaged component on the mpu power supply pcb; however, the root cause of the component becoming damaged could not be conclusively determined through this analysis. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) section 3 ¿powering the system¿ explain how to use all system controller power sources, including the mpu. This section states ¿if there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while transferring to battery power. Do not rely on the system controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. This section informs the user of the proper actions to take if the green power on light does not illuminate when the mpu is plugged in. Heartmate iii patient handbook section 6 ¿caring for the equipment¿ and heartmate iii instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate iii patient handbook section 10 ¿safety checklists¿ and heartmate iii instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate iii left ventricular assist device, including the mpu. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.